Event description:
It was reported that device was not saying charged after plugged in overnight during use. Customer reported expecting five to six hours of battery time when unplugged. Reportedly, there was a low battery alarm prior to the unit shutting down. It was reported that the patient was administered oxygen therapy.

Manufacturer narrative:
The returned device was evaluated. During this testing it was found that the battery would not hold a charge. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.